Event description:
Procedure type: open sigmoid colectomy. According to the rptr: after applying the device it could not be removed from the pt. The anvil was pulled out with force, and the areas that looked weak were repaired. A sigmoidoscope was used and it was noted that the donut remained attached to the anastomosis as if the blade did not cut fully. No pt injury or bleeding was reported. Surgery time was extended forty five minutes as a result.